Event description:
It was reported that pump screen remained dark and would not turn on unless customer pressed front button with extreme difficulty and sometimes multiple times. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press button in specified manner, but issue persisted, so pump replacement was arranged under warranty while customer continued to use current pump until replacement arrived; customer was instructed to place pump into storage mode before return, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using pre-paid label within 10 days, which customer understood and acknowledged.